Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a faulty motor battery cell. The field service engineer replaced the motor charger assembly and 8 motor charger batteries. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had been displaying "battery low" when moving the ias and shutting down while in transport. There was no patient present.

Manufacturer narrative:
The power control board assembly motor battery charger was returned to the manufacturer for evaluation. Functional testing; performance testing; visual/physical examination; usability inspection was completed. It was not possible to confirm the reported issue, however, the board failed inspection due to leaky capacitor. The returned part passed functional testing. The root cause was due to the leaky capacitors. If information is provided in the future, a supplemental report will be issued.